Event description:
It was reported by the customer that the speed reducer required repair. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device returned for service during the evaluation the technician found that the gears, driveshaft, casing, bearings and seals needed to be replaced. Device was repaired and returned to the customer.